Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a technical error 52. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 (iabp). The fse inspected the transducer offsets. After recalibrating the transducer the fse found that transducer value is in range . Iabp passed all function tests . The unit was observed 1 hour and handed over to the customer for clinical use.